Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the patient losing external power while connected to the mpu, was confirmed in the submitted log file and event communications. The customer submitted a heartmate 3 log file for review (loss of external power events); no product was returned for evaluation. The patient lost mpu power for approximately 4 seconds; the system was powered by the controller¿s backup battery during this period. The mpu was the power source before and after the event. The reason for the loss of external power was unable to be determined based on the log file. Multiple requests for additional event information were sent to the customer. The customer did not reply to the requests for additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction.

Manufacturer narrative:
Approximate age of device ¿ 7 months 8 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that during the analysis of the log file the power to the mpu was briefly interrupted. The ebb did run the pump until the mpu was plugged back in. There were no other unusual events seen within the log file. No additional information was reported.